Manufacturer narrative:
H3, h6: we have not had the opportunity to evaluate the complained device. All supplied information has been reviewed and we are not able to determine a root cause or relate the reported issue to a device failure. Medical review concluded, the data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all the attached images. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. Local infection can occur due to dressing orientation and or biobrane detachment. The instructions for use and risk files, mitigate the reported issue with no updates required. A documentation review has been conducted, confirming previous complaints of this nature, the instructions for use and risk files, mitigate the reported issue with no updates required. This investigation is now completed with no escalations or corrective action deemed necessary. Without a valid lot, serial number we cannot perform any additional investigations, but we will continue to monitor for adverse trends relating to this product range. Smith & nephew continue to control the release of batches/devices against manufacturing specifications as part of our approved quality management system.

Manufacturer narrative:
Internal complaint reference (B)(4). Postal code: (B)(6). Wood, f., martin, l., lewis, d., rawlins, j., mcwilliams, t., burrows, s., & rea, s. (2012). A prospective randomised clinical pilot study to compare the effectiveness of biobrane® synthetic wound dressing, with or without autologous cell suspension, to the local standard treatment regimen in paediatric scald injuries. Burns, 38(6), 830-839. Doi: 10.1016/j.burns.2011.12.020.

Event description:
On the literature article named "a prospective randomised clinical pilot study to compare the effectiveness of biobranew synthetic wound dressing, with or without autologous cell suspension, to the local standard treatment regimen in paediatric scald injuries", the authors of the study reported that during burn wound treatment with biobrane in combination with recell (manufactured by recell), one patient developed wound infection positive for staphylococcus aureus, and also had small pustules that developed at the wound margin at 8 days post injury. The patient was treated with oral antibiotics at home. No other patient complications were reported. The patient outcome is resolved.